Manufacturer narrative:
The manufacturing records for the intraocular lens were reviewed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The complaint related test is the cosmetic inspection performed at final inspection. At final inspection all products are subject to cosmetic inspection prior to optical testing. Only units that meet cosmetic inspection criteria are then subject to optical inspection. The in-line optical inspection data showed that the lens was within power specification. The lens met the specified cosmetic requirements. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to a scratch in the lens. The doctor discovered the scratch post-op, an anomaly scratch in the middle of the lens, so they decided to remove it. The lens was cut in half to remove the lens and has been discarded. There was no patient injury reported and the patient was doing well post op.